Event description:
The patient's one touch ultra meter read inaccurately high compared to a one touch profile meter and to another one touch ultra meter. On unspecified dates, the patient performed comparison tests between the reported meter, another one touch ultra meter, and a one touch profile meter. The patient obtained a result of 132 mg/dl on the reported meter compared to the result of 150 mg/dl on the other one touch ultra meter, and 115 mg/dl on the one touch profile meter. The patient also obtained a result of 99 mg/dl on the reported meter compared to a result of 105 mg/dl on the other one touch ultra meter, and 87 mg/dl on the one touch profile meter; the difference in these readings also falls within accuracy specifications. The husband stated that the patient "keeps passing out because of low readings"; the dates, times, and readings obtained when the patient passed out were not provided. No information regarding the patient's diabetes treatment regimen or actions taken prior to passing out was provided. No information regarding treatment provided to the patient during hypglycemic episodes was provided. The husband refused to comlete troubleshooting steps regarding the alleged inaccuracy issue. The customer care advocate (cca) reviewed expected sources of variation in meter blood glucose testing with the husband and patient. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was reported to have passed out due to hypoglycemia and the reporter alleged that the product read inaccurately high. It is unknown how long the patient was using this meter or if the patient was using this meter to monitor her blood glucose. Finally, the otp is a blood-calibrated glucose meter and is expected to provide results - 12% lower than a plasma-calibrated meter such as the otu.